Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation in overall good condition. Visual and functional testing were performed. Functional testing could duplicate the customer reported problem. The root cause of the issue was a faulty mainboard. The main board was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was showing error 41786 when turning on. There was no patient involvement and no patient harm/adverse event reported.